Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (90614u284) was advanced and grasping was successfully performed; however, when removing the lock line, it became stuck. Once the resistance was felt, the lock line was pulled with more force, causing the clip to open. The decision was made to invert the clip and remove from the anatomy. Once the clip was removed, it was noticed that a chordal rupture of the posterior leaflet occurred. A second clip was opened, but during preparation, the clip hit the IV holder and broke sterility. Since the clip was no longer sterile, it was not used and was replaced. An additional clip (90429u282) was advanced, but while grasping, the posterior gripper did not lower. Troubleshooting was performed. The clip was locked, and upon locking the clip, the posterior gripper lowered. The clip was successfully implanted. An additional clip was successfully implanted reducing mr to a grade of 2. There was no significant delay in the procedure. No additional information was provided.